Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. U105,u102 flash chips are defective. U400 an q400 were replaced. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.